Event description:
It was reported that the patient¿s physician wanted the manufacturer¿s representative (rep) to reprograming the patient shortly after she had shoulder surgery which was going to occur the week after this report. The patient was supposed to call the rep. When she felt up to getting out. The rep was going to try to reprograming around the left lead which had migrated downward one vertebral body segment and as a result the patient experienced less than 50% therapy relief at the lead location. It was noted that x-rays had been performed. If this didn¿t help the physician was going to want to revise the lead. At the time of the report the issue had not been resolved but the patient was alive with no injury. It was further reported that the rep. Stated they were in a holding pattern regarding reprogramming until the patient fully recovered from shoulder surgery per the physician¿s request. The rep asked for additional follow-up to be done in one month. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer representative met with the patient after their physical therapy appointment for their shoulder. They were able to provide bilateral back and leg stimulation. The patient reported that it felt good and they missed the therapy. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported a lead revision occurred on the day of the report. The new lead placement was at the top of t7. The leads were kept at the hospital. The patient was doing well and there was no further information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).